Manufacturer narrative:
Continuation of d11: product ID 8709sc lot# serial#(B)(6) implanted: (B)(6) explanted: (B)(6) product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that no retrograde flow csf (cerebral spinal fluid) observed when disconnected existing catheter from pump. The catheter was explanted and replaced. The infusion rate had been incrementally decreased to 100 mcg/day at the time the catheter replacement was done today. Remains at same infusion rate after pump primed with cap and catheter volume. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8709sc lot# serial# (B)(6). Implanted: (B)(6) 2011. Explanted: (B)(6) 2020. Product type catheter. Analysis of the catheter (sn: (B)(6)) identified damage in the seal material in cup of the sutureless connector (sc). The damage did not result in a leak during the in-line pressure leak test or affect the performance of the catheter. H6; the previously reported method code 4117 no longer applies to this event and has been updated to 10. The previously reported results code 3221 no longer applies to this event and has been updated to 213. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 08-nov-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen 2000 mcg/ml for a total dose of 100 mcg/day via an implantable pump. It was reported the patient was demonstrating increased tone. A catheter dye study was attempted on (B)(6) 2020 and they were unable to withdraw cerebrospinal fluid (csf) so the procedure was aborted. The patient's oral baclofen was increased for a as needed dose. There was no known factors that may have led or contributed to the issue. A catheter revision/replacement was planned and scheduled for (B)(6) 2020. The issue was note resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight was (B)(6) pounds history included cerebral palsy (cp), head injury, mood disorder, epilepsy, and hydrocephaly. Known medications the patient was taking at time of event was oral baclofen, abilify, celebrex, valium, deseryl, zoloft, vitamins, tegretol, colace, miralax, and nayzilam nasal spray. The event date was (B)(6) 2020. No further complications were reported.